Event description:
The patient reported, she experienced pain and swelling at her ipg site in addition to pocket heating, and as a result, she had her ipg explanted approximately two years after it was implanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.